Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2017 with a blood glucose level of 457mg/dl. The customer had high ketones and felt nauseated as well as disoriented. The customer was treated with manual injection and fluids. The customer stated that their cannula was bent. The customer was wearing the insulin pump during the hospitalization. The customer was advised to change their sites. The customer did not troubleshoot and did not send the product back for analysis.